Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's left ventricular (lv) lead exhibited intermittent capture. Lead dislodgment was suspected. No intervention was done. The patient was stable.